Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 13.2mm vticm5_13.2, -10.00/1.5/095 (sphere/cylinder/axis), implantable collamer lens, into the patient's left eye (os) on (B)(6) 2020. The lens stuck in cartridge/injection system during injection. There was patient contact (lens touched the eye) with no patient injury. Replacement lens is planned. Cause of the event is reported as unknown. Reportedly, iritis, inflammation of the eye is observed. Per the reporter on (B)(6) 2021, inflammation in the eye is due to manipulation during surgery. It is being treated with anti-inflammatory.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated, that the surgeon intraoperatively implanted and removed a 13.2mm vticm5, 13.2 implantable collamer lens of diopter -10.00/1.5/095 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. The lens got stuck in the cartridge/injection system, during injection. There was patient contact (lens touched the eye) with no patient injury. A replacement lens was implanted on (B)(6) 2021. The reporter stated, that "the lens was not implanted, due to being stuck in the cartridge or injector system". Cause of the event is reported as unknown. Reportedly, iritis, inflammation of the eye is observed. Per the reporter, on (B)(6) 2021, inflammation in the eye is, due to manipulation during surgery. It is being treated with anti-inflammatory. Claim#: (B)(4).